Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device's screen is scrambled. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the lcd was found to be dim at all brightness levels; however, no scrambling was observed in any orientation. The lcd display was found to be faulty. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.